Event description:
Per the clinic, the patient experienced a shock with use of the external device resulting in a decision to discontinue use of the device. The device has been replaced and has been returned to the manufacturer for analysis. No serious injury was reported.

Manufacturer narrative:
(B)(4). Device analysis ongoing.

Manufacturer narrative:
This report is filed july 4, 2014.